Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18285. It was reported the patient was removed from the scanner while getting a lumbar MRI due to his internal body temperature increasing too high. A second attempt at a scan was done for a couple of minutes before his internal temperature exceeded their limits once again. Ipg was placed in MRI mode prior to the scan. The patient had a brain, thoracic, and cervical MRI completed in the same scanner at the same facility within the past three months without any issues.

Manufacturer narrative:
It was reported the patient was removed from the scanner while getting a lumbar MRI due to his internal body temperature increasing too high. A second attempt at a scan was done for a couple of minutes before his internal temperature exceeded their limits once again. Ipg was placed in MRI mode prior to the scan. The patient had a brain, thoracic, and cervical MRI completed in the same scanner at the same facility within the past three months without any issues. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.